Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The biomedical engineering tech reported an artifact when obtaining heart rhythms on inpatients. Moving the electrodes, transmitter and wires would not give consistent results. This noise is not seen on the "hard wired" bedside monitors or the 12 lead systems. Equipment used for the procedure: spacelabs, ultraview digital telemetry ECG transmitter, 90347-05, (B)(4).